Event description:
The catheter had been indwelling for 24 hours when the baby was being prepped for the or. The clinician picked the pt up and heard a snap. The catheter broke 3 cm from the hub had was removed by hand. The catheter tugged when the baby was picked up. The catheter had not been trimmed prior to insertion, the extra catheter was coiled exteriorly.